Event description:
According to the initial report, the surgeons explanted an onxane 23 valve due to thromboembolism. During the explant, the valve split into pieces while being removed with forceps. The onxane 23 was replaced with a biological valve. The surgeons believe the thrombosis is unrelated to the breakage of the on-x mechanical valve. The patient is doing well.

Manufacturer narrative:
The manufacturing records for the onxane-23, sn 4(B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Onxane-23 sn (B)(4) implanted (B)(6)2021 in the aortic position of a 51 year old male; explanted and replaced (B)(6)2017 by a homograft. A translated progress report was made available. By one month post-surgery, the patient began exhibiting neurological deficit symptoms, i.e. Dysphasia. A hospitalization at that time noted an international normalized ratio (inr) of 4. An MRI indicated multiple acute ischemic lesions, but an echocardiogram did not show evidence of thrombi. The decision was to try adiro 100mg (an antiplatelet drug). However, the patient experienced tingling in the oral cavity and vertical diplopia and the adiro was withdrawn. The following september (3 months postop), the patient was admitted for repeated episodes of tongue paresthesia and another episode of vertical diplopia. Electroencephalograph (eeg) demonstrated new acute and sub-acute ischemic events. MRI confirmed this as well. Adiro (at 300mg) was reintroduced and inr target range increased to 2.5-3.5. Still, the following month the patient was readmitted with additional neurological deficit symptoms resulting in multiple tests and consultations with hematology seeking a cause but finding nothing definitive. It was noted at this time that ¿the poor control of inr stands out¿¿ home monitoring of inr was attempted for better control, still in the range of 2.5-3.5, but additional symptoms 1-2 months later were observed and the inr target was raised to 3.5-4.5. Despite all these efforts, the decision was finally made to explant the on-x valve. During the explanting procedure on 2017 feb 07 (231 days post-implant), a thrombus was observed in one of the pivot regions of the valve. (The report is probably erroneous on this date, which is shown as (B)(6)2017 but with a discharge date of(B)(6)2017.) A homograft replaced the on-x valve and the patient was discharged. This is a case of probable thromboembolism. Although the explanted valve was not returned to the manufacturer for examination, the progress report of the explanting procedure implicates the probability of thrombosis, as well. The primary cause seems to be establishing adequate anticoagulation, exacerbated by poor inr control. The on-x instructions for use acknowledges the risks of thromboembolism and thrombosis with subsequent reoperation and explantation as potential complications [IFU]. Thromboembolism and thrombosis are relatively rare occurrences. Objective performance criteria list rates of 3.0 and 0.8%/patient-year, respectively, for rigid heart valve substitutes [iso 5840:2005]. References: iso 5840:2005¿ cardiovascular implants ¿ cardiac valve prostheses, annex r.2. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU. The root cause is probable thromboembolism, thrombus, and/or intracranial hemorrhages due to poorly controlled or poorly tolerated anticoagulation therapy. No further action is required at this time. The on-x valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. The IFU lists prosthesis thrombosis as a known potential risk associated with the use of the on-x valve. The probable cause of the thrombus event was due to poorly controlled or poorly tolerated anticoagulation therapy. Thromboembolic events are a recognized risk factor for mechanical heart valve replacement as stated in section 5 of the IFU. No further action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device cause or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, the surgeons explanted an on-x valve due to a thromboembolism. During the explant, the valve split into pieces while being removed with forceps. A biological valve was used in its place. The surgeons believe the thrombosis is unrelated to the on-x valve. The patient is doing well.